Event description:
It was reported that a merlin.net transmission showed several episodes of non-sustained oversensing and a decrease in sensing. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains active. The condition of the patient was unchanged by the event.